Event description:
A wilson-cook esophageal z-stent with anti-reflux valve was successfully placed in march. Following stent placement two endoscopic procedures were performed. In july it was noted the valve and a portion of the stent had separated and migrated into the patient's stomach. The separated portion was still attached to the stent. No food was impacted/no foreign body retrieval was completed. The patient could swallow and no injury was reported.